Manufacturer narrative:
(B)(4). Sample is not expected to be returned for evaluation. Additional information: updated product and batch numbers received.

Event description:
It was reported the catheter was being placed into a patient's left upper arm in the med surg unit. The clinician observed the needle insertion with ultrasound and threaded the guide wire easily using guide wire slider. He then advanced the catheter over the wire and felt no more drag than he did when practicing with training model. When he attempted to remove the needle from the device it would not remove and felt stuck. He straightened the device and attempted to remove again using gentle pressure. At which time, the catheter broke off from the needle proximal to the 5cm mark. Pressure was applied to the patient's upper arm to prevent catheter migration/embolization. The ir physician made a small nick with a scalpel and the nurse was able to grasp the piece of catheter with an instrument and pulled it out. There was a delay in treatment and no patient death was reported.

Manufacturer narrative:
(B)(4). Sample is not expected to be returned for evaluation.

Event description:
It was reported the catheter was being placed into a patient's left upper arm in the med surg unit. The clinician observed the needle insertion with ultrasound and threaded the guide wire easily using guide wire slider. He then advanced the catheter over the wire and felt no more drag than he did when practicing with training model. When he attempted to remove the needle from the device it would not remove and felt stuck. He straightened the device and attempted to remove again using gentle pressure. At which time, the catheter broke off from the needle proximal to the 5cm mark. Pressure was applied to the patient's upper arm to prevent catheter migration/embolization. The ir physician made a small nick with a scalpel and the nurse was able to grasp the piece of catheter with an instrument and pulled it out. There was a delay in treatment and no patient death was reported.